Manufacturer narrative:
Batch review performed on 18 november 2019. Lot 1811212: 110 items manufactured and released on 20-feb-2019. Expiration date: 2024-02-06. No anomalies found related to the problem. To date, 82 items of the same lot have been already sold without any other similar reported event. Other devices involved in the event. Ball heads: cocr 01.25.021 cocr ball head 12/14 ø 32 size s -3.5 lot. 154622 (k072857). Batch review performed on 18 november 2019. Lot 154622: 120 items manufactured and released on 07-dec-2015. Expiration date: 2020-11-18. No anomalies found related to the problem. To date, 119 items of the same lot have been already sold without any other similar reported event. Cup: impact 01.32.148dh acetabular shell ø48 two-holes lot. 1811186 (k132879). Batch review performed on 18 november 2019. Lot 1811186: 133 items manufactured and released on 10-apr-2019. Expiration date: 2024-04-01. No anomalies found related to the problem. To date, 105 items of the same lot have been already sold without any other similar reported event. Stem: amistem p 01.18.404 amistem-p std stem #4 lot. 183744 (k173794). Batch review performed on 18 november 2019. Lot 183744: 80 items manufactured and released on 10-oct-2018. Expiration date: 2023-09-25. No anomalies found related to the problem. To date, 67 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all hardware and implanted an antibiotic spacer 2 months and 3 weeks after previous surgery. The surgery was completed successfully.